Manufacturer narrative:
The product has been returned to our facility and will be shipped back to the MFR for investigation. They have been notified of the problem and are investigating. An additional report will be filed following that investigation with all additional information. Device not being used for intended use.

Event description:
User stated a change was made from the 100 unit to the 50 and shorter needle and since then horrrible hives, extreme pain and welts during. User is injecting insulin about 10 cc a day and petides for both user and spouse and both are having the same issues the previous is was also et brand and was purchased through our amazon store front. User states this had never been a problem before and user has always used et brand is. User will be getting a longer needle different replacement to see if this helps. Is returned/replaced.